Event description:
Microclave cap inside cap stuck in causing infection risk, unable to flush and blood back up. Times one use and discarded. Replaced with a new valve. Dates of use: (B)(6) 2010--(B)(6) 2010. Diagnosis or reason for use: ulcer of lower limb.